Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received erroneous results for one patient sample tested with the elecsys tsh assay on a cobas 8000 e 801 module. The sample was also tested using the fujirebio lumipulse method. An erroneous tsh value generated at the customer site was reported outside of the laboratory. The serum tube and plasma tube of the sample were provided for investigation where they were tested with a second e 801 analyzer on (B)(6) 2019. Erroneous ft3 values were generated by the e 801 analyzer used for investigation. This medwatch will apply to the tsh data. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft3 assay. The serial number of the e 801 analyzer used for investigation is (B)(4). Tsh reagent lot number 331814, with an expiration date of august 2019 was used on this analyzer. The investigation could not identify a product problem. The cause of the event could not be determined.